Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-06963. It was reported that the patient's pump turned off. The patient recalled waking up and changing their batteries, but the pump did not restart and suspected it had been off for 30 minutes. The patient was brought to the hospital for medical management. It was later reported that no cause for the pump stop had been identified. The patient's left ventricular assist device (lvad) was decommissioned on (B)(6) 2023, and the patient remained off of lvad support as of (B)(6) 2023. The plan of care was medical management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation and no log files were provided for review. Multiple attempts were made to obtain additional information (including the log files) from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A specific cause for the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.